Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were air bubble in reservoir. It was stated that approximate size of air bubbles were small bubbles in reservoir. Customer noticed air bubbles after bolus and blood glucose of 190 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.